Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced undesired nerve stimulation. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on(B)(6)2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.